Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing reservoir tube o-ring. (B)(4).

Event description:
The customer reported via phone call of a broken piece on the reservoir. The patient's blood glucose level is 52 mg/dl. The customer stated that her blood glucose was low last night and she may have bumped it when she took the pump out of her pocket. The customer stated that a piece fell off the opening of the reservoir; she is using electrical tape to keep the reservoir in the pump. The customer stated that the whole ring that holds the reservoir is off. Customer was advised to discontinue use of the device and revert to a backup plan.